Event description:
It was reported the customer was hospitalized due to low blood glucose. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.